Event description:
A 3.5mm diameter x 15mm length endeavor rx drug-eluting coronary stent was deployed in a pt in ami with thrombotic total occlusion between lmt and lad #6. Ivus confirmed slight insufficient expansion of the relevant stent; however, the procedure was completed with no additional treatment to follow the malapposition. It was reported that 6 days post implant, the pt presented with chest pain, breathing difficulty and in state of shock. A thrombosis was confirmed proximal to the deployed endeavor rx stent and ballooning of the area was completed. The physician commented that this event is procedural related and was not caused by the relevant endeavor rx stent. The pt is reported to be fine post procedure.

Manufacturer narrative:
(Secondary intervention: poba) - eval, results: thrombotic total occluded lesion. Stent thrombosis.